Manufacturer narrative:
Product complaint number: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: was the integrity of the seal compromised? I don¿t know what you mean did the packaging look damaged? The package looked inflated. Could you confirm if the suture packing inflated and anomalies are present in this packing 12 times on the same patient? Or did it occur on different occasions? I can¿t confirm. Did the event occur during one or multiple patient procedures? During revision in pharmacy. What is the total number of procedures? If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). No pocedures. The product is in the institution. Are any samples available of evaluation? Yes, next week I can deliver it. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 ¿g /m.

Event description:
During revision in the pharmacy the suture packing is inflated and anomalies are present in this packing in relation to the usual product. There were no patient consequences reported. Additional information was requested.